Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced overnight hypoglycemia, with a sensor glucose low of 39 mg/dl that fluctuated above and below 70 mg/dl for approximately six hours before returning to range without intervention, and the user requested assistance to adjust therapy settings with the clinical management line. Symptoms included no reported clinical manifestations, as the user was asleep and did not awaken to an alarm. Outcomes included no medical intervention, no hospitalization, and self-resolution of the event. Investigation included customer care troubleshooting and education and escalation to clinical support for further review. Investigation of this case revealed no confirmed device malfunction and no confirmed alarm behavior issue, as the event was not verified with a fingerstick and no alerts were documented. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.